Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. Following balloon deflation, severe resistance was encountered during device retrieval. Upon removal, it was found that part of the blade had detached. The procedure was successfully completed using this device. There were no patient complications as a result of this event.

Manufacturer narrative:
A pcb device was returned for analysis. The device was received separately with the customers introducer sheath and was noted to be damaged. A visual examination of the returned device identified that 14mm of blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 13mm in length and extended from a position 2mm distal of the proximal markerband to 15mm distal of the proximal markerband. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. Following balloon deflation, severe resistance was encountered during device retrieval. Upon removal, it was found that part of the blade had detached. The procedure was successfully completed using this device. There were no patient complications as a result of this event.